Event description:
A site biomed representative reported that when they plugged in their o-arm 1000 imaging system, visible sparks were seen at the outlet and the plug then appeared to be burned. In trouble-shooting, the biomed representative repaired the outlet plug before contacting medtronic technical services. Normal function was restored to the imaging system. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/26/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Issue resolved with replacement of mobile viewing system (mvs) ac power cord. Return requested. Replacement mvs power cord shipped to site. Medtronic investigation of returned suspect mvs power cord confirmed reported complaint burnt plug. Visual inspection, common wire in molded plug blade has loosened. Electrically open. Ground and black wire secure and pass continuity testing. There is pitting and discoloration at points within the plastic molded plug and the tips of the blades of the plug consistent with minor sparking. Electrical failure reported issue could not be replicated.